Manufacturer narrative:
The technician found the side rail latch was bent. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged the side rail would not latch in the up position. No pt impact.